Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that the pt's vns indicated high impedance while a pt was at an appointment for an increase in seizures that began within the last few months. The relationship of the increased seizures to the pre-vns seizure frequency is unk. It was noted that the pt had recently taken up boxing however, no trauma or manipulation is believed to have occurred and it is not certain when the increase in seizures began in relation to the boxing. The pt had good control with vns therapy prior to the recent increase. Additional information was received indicating that x-rays have not been taken. Surgery to replace the vns lead and generator is likely.